Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.

Event description:
It was reported that this event occurred in the ICU department. The user reported that on (B)(6) 2014, the cvc was placed into the patient's left internal jugular vein. On (B)(6) 2014, the bandaging was found to be wet. On (B)(6) 2014, the bandage was found completely soaked with blood, and a "hairline crack in cvc" was discovered. As a result, the cvc was removed and a new cvc was placed. It is unknown whether the next attempt at the procedure was successful or not. There was no delay, harm, or death reported to the patient as a result of this occurrence. It is unknown whether there were patient complications or injury. It is unknown whether medical/surgical intervention was necessary.